Event description:
Reporter indicated that device diagnostic testing on a system diagnostic test at an office visit resulted in high lead impedance reading, indicating possible lead fracture. The patient underwent revision surgery. The lead was explanted and replaced. There were no obvious lead breaks observed during surgery. The generator was replaced to be compatible with the new lead. No serious injury was reported.

Manufacturer narrative:
H6 x-rays were reviewed by manufacturer. Review of x-rays by the manufacturer did not reveal any obvious discontinuities in the ncp system. Device failure suspected but did not cause of contribute to a death or serious injury.